Event description:
It was reported that during an implantation it was felt that the lead would not fit properly into the device. Another person present at the implantation was "happy" with the connection and implantation was completed. The patient came back to the clinic, and an impedance check found out of range impedances on electrode 3. The device was activated with good sensation using electrodes 1 and 2. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.